Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the four devices noted witness marks from the needle tip impacting the beveled walls surrounding the needle receptacles and plastic shearing of the toggle switch. The visual inspection of the needles noted witness marks on the cones. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. The most probable root cause of the reported condition is improper orientation of the needle in the reload. It was noted that device investigation regarding the difficult to load needle? Complaint mode produced a direct correlation between improper needle orientation and the difficult to load needle? Condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. A secondary condition of premature toggling was noted. Plastic shearing of the toggle switch was noted. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, there was no description provided. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient or left in patient.